Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and legal manufacturer (lm) investigation. The unit was returned to the service for evaluation. The customer¿s complaint of ¿no image appeared¿ was confirmed due to a faulty charge-coupled device (ccd). A shortage was noted in the cable causing streaks of white lines in the unit¿s image. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: 1.) The cable damage may be attributed to the user¿s handling. 2.) The ccd unit failure was likely been caused by uv deterioration of the sensor materials. The legal manufacturer reviewed the otv-s7h-1na-12e IFU and confirmed the contents described ¿no image.¿ also, reported that by following the instructions below the ¿ no image¿ phenomenon could be prevented. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. The legal manufacturer reported that there were no abnormalities found in the shipment record of the unit. The DHR review was unable to be performed as the subject device was manufactured more than 15 years ago in 1998.

Manufacturer narrative:
The unit was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. Upon, completion of the investigation this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, no image appeared on the unit¿s display. No error messages were observed. The patient was not in the room at the time the event occurred. The scheduled procedure was completed with a similar device. There was no patient/user injury reported.